Manufacturer narrative:
Device evaluated by MFR: returned product consisted the watchman delivery system (wds). The implant was received inside the sheath, bloody and consistent with the reported information. The implant was deployed during the lab analysis. The sheath, tip, core wire, and implant were microscopically and tactile inspected. Inspection revealed tip damage (tricot flared and damaged/ abrasions/markerband flattened), sheath damage (abrasions), and anchor damage, and there were numerous small kinks in the sheath. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 06 june 2018. It was reported the release criteria was not met. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system and 30mm watchman ® laa closure device & delivery system (wds) were used. The closure device was deployed and recaptured due to the release criteria not being met. A 24mm wds was attempted to be used. It was deployed, but again was recaptured and removed from the patient since it did not meet the release criteria. The procedure was completed with a different device. There were no patient complications and the patient was stable. However, device analysis revealed damage to the marker band.